Event description:
Pt needed to have surgery to remove a calaxo screw. The first operation was in 1997. In 2000, removement of the tibial screw. In 2006, re-operation. In 2007, debridement. Increasing healing process with no signs of infection.

Manufacturer narrative:
Lot # provided is not correct and therefore, exp and mfg date is unk.